Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 16 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination found a hypotube break 155 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted during analysis. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14 mar 2019. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.25 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient serious injury nor complications were reported. However, returned device analysis revealed hypotube detached/separated.